Event description:
It was reported the patient was unable to connect to the scs ipg following a rhizotomy procedure. The patient programmer would only display a communication error message. A company representative met with the patient and was able to resolve the issue with troubleshooting.